Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the customer.

Event description:
Additional information was provided by the customer: the issue was found during a preparation for use for a therapeutic procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found cable flooding, imaging flooding, main body adherend (connection), and electrical contact corrosion. Based on the results of the investigation, a definitive root cause cannot be identified since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device had a cracked connector. There were no reports of patient harm.